Event description:
The clinic reported that a pt treated for a laser vision enhancement procedure on (B)(6) 2007, presented for eval on (B)(6) 2011 and was diagnosed with an epithelial ingrowth in the right (od) eye. The pt's visual acuity was 20/40 od and 20/20 os (left eye). The pt was brought into the laser suite had the flap lifted and the epithelial ingrowth removed.

Manufacturer narrative:
(B)(4) epithelial ingrowth. No clinical support or service was requested. Customer reporting incident only.